Manufacturer narrative:
Patient city:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient faced an infusion set detachment at quick release while the patient was sleeping. The patient was sweating, not feeling well and vomited and had high blood glucose level. Therfore, the patient went to emergency room for approximately 15 hours. Moreover, the site was left side of lower abdomen and pump was in pocket of t-shirt. The infusion set was used for one to two days. No further information was available..

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code tubing connector detached from infusion set (cannula part/base piece). The batch 5412702 in question was manufactured at the reynosa site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. One used set was received, and visually no damages or defects were found it. Therefore, the reference samples for batch 5412702 were previously tested in complaint (B)(4) on 05/jun/2025. Test results: visual test according to work instruction (w) version 3.0 in 1 used set, the sample passed the test. Functional test base-connector static pull according to wi version 2.0 in 1 used set, sample passed the test. Visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional test base-connector static pull according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. Lot 5412702 was manufactured according to the wi version 73 and packaging in the multivac 12, on 19/jan/2023, with a total of (B)(4) units. Assembly of quick set: lot 5413548 was manufactured according to the wi version 25 assembled in the quickset line, on 19/jan/2023, with a total of (B)(4) units. Lot 5413549was manufactured according to the wi version 25 assembled in the quickset line, on 19/jan/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/aug/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 5412702 and no other complaint has been registered in database for the same lot 5412702 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for sample returned and reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.